Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the inflatable penile prosthesis (ipp) explant procedure was likely caused by pump deactivation issues, which impacted device function. DHR review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp pump was thoroughly analyzed. The pump was visually and microscopically inspected, and functionally tested. Visual inspection found a leak in the pump tubing consistent with explant damage. The pump did not pass the deactivation test; this is likely the cause of the reported clinical observations. Labeling review: review of the labeling confirmed the reported adverse events of mechanical difficulty with the device is included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. A non-conformance was identified with this inflatable penile prosthesis pump. See full investigation details.